Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 2.5x10 nc ryugen. Guide wire: balance middleweight universal ii. (B)(4). There was no reported device malfunction and the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, a 2.5x23 mm xience xpedition stent delivery system was advanced and the stent was implanted. After post-dilatation was performed, an edge dissection was noted at the distal edge of the stent. A 2.5x18 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.